Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the p and r wave measurements upon interrogation were lower than the values shown on the analyzer. It was also reported that left ventricular lead placement at the time of implant (one month prior) had been difficult due to patient anatomy. The left ventricular lead and the device are still in use. No patient complications have been reported as a result of this event.